Event description:
It was reported to medtronic minimed that the customer experienced back light anomaly, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and customer reported a keypad anomaly and/or stuck button alarm, a backlight anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit p-cap / test reservoir locked properly in place. The pump powered up properly after battery installation. The pump passed the displacement test and self test. No stuck button alarm noted during testing. Successfully downloaded history files and traces using thus software. The backlight brightness setting was adjusted from 1 through 5 and each setting functioned properly. No back light anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged back light anomaly not confirmed. Keypad/button unresponsive/button error not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.